Event description:
Additional testing was performed on the channels of the colono videoscope on (B)(6) 2025. The air channel tested positive for 2 colony forming units (cfus) of escherichia coli. The auxiliary channel tested positive for 4 cfus. 2 cfus of enterobacter hormaechei, 1 cfu of citrobacter braakii, and 1 cfu of klebsiella variicola. Lastly, the operating channel tested positive for 16 cfus; 9 cfus of escherichia coli, 2 cfus of klebsiella pneumoniae, 4 cfus of enterobacter ludwigii, and 1 cfu of bacillus spp.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer's culture results, the results of third-party testing, the device evaluation, and the final investigation. Additional information added to the following fields: b5, d8, d9 (date returned), h2, h3, h6 corrected fields: b3 olympus provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: all channels cfu: <1 cfu bacterial identification: n/a. The device was evaluated and no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a definitive root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.